Event description:
Same case as: 2134265-2015-02191 and 2134265-2015-02101. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter and a sled to visualize the unspecified lesion. During the procedure, it was noted that the touch screen control panel was not responding and there was an unusual noise from the sled. It was also noted that, sometimes, the automatic pullback failure occured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).